Event description:
It was reported that a health care provider (hcp) presentation was given and contained a case study of a patient who experienced pain and that x-rays revealed a broken plate. This report is for one unknown plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not provided. This report is for one unknown plate. Part and lot numbers were not provided. Implant date is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information was requested but has not been received to date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.